Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. Troubleshooting was performed, and the basal rates were correct, but the time was off by one hour. The insulin pump passed the displacement test. Found that the customer did remove the reservoir from the insulin pump without first disconnecting her infusion set. Advised to always disconnect prior to manipulating the reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.